Event description:
The customer reported that his reservoir leaked into the reservoir compartment. The blood glucose reading was not reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.